Event description:
Allegedly, tips of probes dissolved in the pt's knee during a case. The tips were suctioned out of the pt's knee and the procedure was completed successfully with another probe.

Manufacturer narrative:
Add'l lot# 09160ae2. Add'l info will be provided once investigation is completed.